Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years following the implant of a transcatheter valve, the valve migrated which caused the patient to present with aortic stenosis and a gradient of 70 millimeters of mercury (mmhg). Subsequently, a non-medtronic (sapien) valve was implanted valve-in-valve (viv). Per the physician, the depth of implant contributed to the event.

Manufacturer narrative:
Image review: three transthoracic echos with poor image quality provided for review. Transthoracic echocardiogram (tte) on (B)(6) 2021. Poor image quality. Evolut implant appears low. Unable to assess for paravalvular leak (pvl) or aortic regurgitation due to poor imaging. Unable to assess mitral or tricuspid regurgitation due to poor imaging. Wave doppler shows mild tr. Ef is about 65%. Tte on (B)(6) 2021. Poor image quality. Evolut implant appears low. Possible pvl. Ef is about 65%. Tte on (B)(6) 2022. Poor image quality. Evolut implant appears low. Possible hyperechoic structure seen inside tav at level of bioprosthetic leaflets. Possible mild aortic regurgitation vs severe pvl or both (difficult to assess with image quality provided). Ef is about 50-55%. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.